Manufacturer narrative:
Investigation summary: based on the available information, although no product has been returned as it remains in service, boston scientific concluded that the clinical observation of oversensing is a known inherent risk of the device and is noted within the product instructions for use (IFU), as well as the product's risk documentation. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this product remains implanted and in-service. As such, physical analysis could not be conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of oversensing is a known inherent risk of the device. If additional information is provided in the future and/or the device is returned for analysis, a supplemental report will be issued. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on the available information and in the absence of product return, it can be concluded that expected or well-understood factors most probably contributed to the event, as the reported observations are covered by the instructions for use (IFU). Risk review: a risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this patient presented to the hospital after episodes of ventricular tachycardia (vt). This subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five shocks that did not convert the rhythm during the first episode then it was suggested that another during a subsequent episode successfully converted it. It was noted that the patient was symptomatic and that x-rays were taken. Approximately ten days prior to this, the patient mentioned an episode of vt that was captured on a smart watch but not recorded in latitude remote monitoring. Technical services (ts) analysis device episode data and provided x-rays and found that device positioning was sufficient. During one of the episodes there was oversensing. It was also noted that the patient's antiarrhythmic medication was recently changed. Ultimately, the physician elected to replace this s-ICD system with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. Product return was requested, but it was noted that it will not be returned because it was discarded at the explanting facility.

Event description:
It was reported that this patient presented to the hospital after episodes of ventricular tachycardia (vt). This subcutaneous implantable cardioverter defibrillator (s-ICD) delivered five shocks that did not convert the rhythm during the first episode then it was suggested that another during a subsequent episode successfully converted it. It was noted that the patient was symptomatic and that x-rays were taken. Approximately ten days prior to this, the patient mentioned an episode of vt that was captured on a smart watch but not recorded in latitude remote monitoring. Technical services (ts) analysis device episode data and provided x-rays and found that device positioning was sufficient. During one of the episodes there was oversensing. It was also noted that the patient's antiarrhythmic medication was recently changed. Ultimately, the physician elected to replace this s-ICD system with a transvenous implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported. Product return was requested.